Manufacturer narrative:
An event regarding alleged instability involving an unknown implant insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not received. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: operative note, tka left, triathlon 6 ps femur, 7 universal tibia, 10mm ps poly x3, 36mm x10 x3 patella asymmetric. Confirmation: the event of a revision cannot be confirmed without additional records. However, a revision was proposed for instability of the left knee 5 months after a primary left tka and 6 weeks after a right tha. Root cause: the root cause of the knee pathology cannot be ascertained without additional medical records and history. At this early timepoint, here is nothing that would point to the implants as a cause. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: an event regarding alleged instability involving an unknown implant insert was reported. The event was not confirmed. The exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
It was reported that the patient's left knee was revised. Per an office visit note supplied by the rep: "he describes how his left knee can suddenly move inward when he stands but¿not associated with pain. There is a sense of instability. He describes the left knee achy after playing golf...he describes how the knee can 'clunk' in and out if he wants to when he stands..." A 7x10 ps insert was revised to a ts insert.